Event description:
The patient stated that she went to the hospital due to low blood glucose levels. The patient stated that she was treating her blood glucose with the insulin pump, but her blood glucose remained high. The patient then gave herself a manual injection, and her blood glucose dropped to 40 mg/dl, and she called the paramedics. The patient also reported a crack on the device. The patient declined a replacement insulin pump at this time. The patient was interested in upgrading. Transferred the patient to the proper department. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.